Manufacturer narrative:
The root cause was determined to be a defective motor encoder. The pump is designed to capture failures of this type and alert the user.

Event description:
Motor encoder problem, possible overinfusion.